Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("interventions to remove the device, some of them required several operations finishing with a hysterectomy") in unspecified number of female patients who received essure. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure. On an unknown date, the patient experienced medical device removal (serious criteria medically significant and clinically significant/intervention required) and adverse event ("unspecified adverse events (symptoms)"). The patient was treated with surgery (hysterectomy). Essure was withdrawn. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter considered medical device removal and adverse event to be related to essure. The reporter commented: all the events were considered as related by consumer. Company causality comment: this spontaneous case report refers to unspecified number of female consumers who had essure (fallopian tube occlusion insert) inserted and it was reported that interventions to remove the device was performed, some of them required several operations finishing with a hysterectomy. This event, seen as medical device removal, was considered anticipated in the reference safety information for essure. In this particular case, the exact reason for essure removal was not specified. Despite the lack of details for a comprehensive causality assessment, causality with essure cannot be excluded. This case was regarded as incident because a device removal was required. Additionally, non-serious event unspecified adverse events (symptoms) was added. A product technical analysis is being sought.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 30-jan-2017: quality safety evaluation of ptc. Most recent follow-up information incorporated above includes: on 30-jan-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to unspecified number of female consumers who had essure (fallopian tube occlusion insert) inserted and it was reported that interventions to remove the device was performed, some of them required several operations finishing with a hysterectomy. This event, seen as medical device removal, was considered anticipated in the reference safety information for essure. In this particular case, the exact reason for essure removal was not specified. Despite the lack of details for a comprehensive causality assessment, causality with essure cannot be excluded. This case was regarded as incident because a device removal was required. Additionally, non-serious event unspecified adverse events (symptoms) was added. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. No further information is expected.